Manufacturer narrative:
The end-user reported having an incident where they described the positioning belt having fallen to the side and was under the drive wheel. When the end-user reached down to pick it up, they reportedly lost their balance and fell forward. When that occurred, they report their shirt had caught the joystick knob and forced the chair to engage a drive command where it drove over them and into a door, eventually stopping with the chair atop the end-user. This resulted in the end-user having sustained a fracture to their left tibia requiring medical intervention to address. The end-user reports they are still using the device, and when asked if the device operated differently to have led to the event, they stated the device was operating normally and remains to operate normally nor did they make any claim or allegation of the device having malfunctioned to have contributed to the event. The DHR was reviewed, and the device was found to have met specification prior to distribution.

Event description:
Reports having an incident where they described the positioning belt having fallen to the side and was under the drive wheel. When the end-user reached down to pick it up, they reportedly lost their balance and fell forward. When that occurred, they report their shirt had caught the joystick knob and forced the chair to engage a drive command where it drove over them and into a door, eventually stopping with the chair atop the end-user. This resulted in the end-user having sustained an injury requiring medical intervention to address.